Manufacturer narrative:
(B)(4). The pipeline flex delivery system was returned for evaluation. As received, the pipeline flex was deployed out of the distal end of its microcatheter and the remainder was inside the microcatheter. The distal and proximal ends of the pipeline flex were found fully opened with damaged braid. Based on internal investigation of the reported event, the complaint of pipeline flex failure to open on the distal end could not be confirmed. The returned pipeline flex was found fully opened with damaged braid at both ends. The cause for damage could not be conclusively determined. It is possible that the patient¿s tortuous anatomy may have contributed to the reported issue. All products are 100% inspected for damage and irregularities during manufacture. Per pipeline flex instructions for use (IFU): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿

Event description:
Medtronic received report that a pipeline flex did not open during a flow diversion procedure. The patient was being treated for an unruptured, saccular aneurysm in the right cavernous internal carotid artery (ica). Aneurysm measured 10mm max diameter and 4mm neck diameter. Landing zone artery size was 4.45mm distal and 4.62mm proximal. The vessel was moderately tortuous. A continuous heparinized saline flush was used during the procedure, as per IFU. The pipeline flex was advanced to the treatment site without resistance. The pipeline flex was deployed in a curve of the vessel and did not open on the distal end. No attempts were made to open the device. The pipeline flex was removed from the patient together with the catheter. After removal, damage was observed in the distal edge of the pipeline flex braid. A new device was used to complete the procedure. Post-procedure angiographic result was stasis in the aneurysm. There were no reports of injury as a result of this event.